Event description:
Storz generator brought in for case. The generator was upgraded 3 months ago, and the cut feature was working. When surgeon went to use the coag feature it would not work. We went into the settings and tried to get the coag turned on but nothing worked.